Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cervix'), pelvic inflammatory disease ('pid'), device dislocation ('device migration') and ovarian haemorrhage ('removal of right ovary due to bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)" in (B)(6) 2017 and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included arthritis, coccyx pain, pelvic discomfort and pregnancy ((B)(6) 1995,(B)(6) 2008). Concurrent conditions included left lower quadrant pain, microscopic hematuria, fever, uterine bleeding, urinary urgency, chronic fatigue syndrome, mixed incontinence, malignant neoplasm of cervix uteri, abdominal tenderness, foreign body in uterus, any part, constipation, acute post hemorrhagic anemia and low blood pressure. Concomitant products included ibuprofen for arthritis as well as erythromycin (errin), ferrous sulfate, medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride, oxybutynin, oxycodone and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches/migraine"), nausea ("nausea/nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/back pain") and abdominal pain ("abdominal pain/abdominal pain"). In (B)(6) 2010, the patient experienced limb mass ("bumps on my arms"). In (B)(6) 2011, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2011, the patient experienced abdominal distension ("bloating/gi conditions") and anal incontinence ("fecal incontinence"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced tinnitus ("tinnitus"), confusional state ("confusion") and dizziness ("dizziness"). In (B)(6) 2014, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2015, the patient experienced hyperaesthesia teeth ("dental problems: teeth sensitivity/dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue/fatigue"). In (B)(6) 2017, the patient experienced mood swings ("mood swings/hormonal changes") and depression ("depression/psych injury"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("post op bleeding") and cervical cyst ("nabothian cysts"), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pelvic pain"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("allergy nos"), headache ("headache"), nephrolithiasis ("kidney stone"), pruritus ("itching"), swelling ("swelling up"), pain in extremity ("leg pain/foot pain/heel pain"), allergy to metals ("allergic to nickel"), asthma ("asthma"), paraesthesia ("tingling feeling down my legs"), sinus disorder ("noticed my sinuses"), anxiety ("anxiety"), breast pain ("sore breast"), nipple pain ("nipple pain"), endometriosis ("endometriosis"), influenza ("felt the worst thing was I had flu"), toothache ("teeth pain") and asthenia ("low energy") and was found to have blood iron decreased ("low iron"), heart rate irregular ("irregular heartbeat") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral), oophorectomy(unilateral), hysterectomy with bilateral salpingectomy, unilateral oopherectomy and removal of right ovary). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, post procedural haemorrhage, vaginal haemorrhage, depression, limb mass, cervical cyst, nausea, vaginal discharge, vision blurred, anal incontinence, urinary incontinence, dermatitis allergic, hypersensitivity, blood iron decreased, nephrolithiasis, pruritus, swelling, pain in extremity, allergy to metals, asthma, heart rate irregular, weight increased, sinus disorder, anxiety, breast pain, nipple pain, influenza, toothache and asthenia outcome was unknown and the ovarian haemorrhage, pelvic pain, mood swings, menorrhagia, migraine, alopecia, hyperaesthesia teeth, tinnitus, confusional state, dizziness, dyspareunia, fatigue, abdominal distension, back pain, abdominal pain and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anal incontinence, anxiety, asthenia, asthma, back pain, blood iron decreased, breast pain, cervical cyst, confusional state, depression, dermatitis allergic, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, heart rate irregular, hyperaesthesia teeth, hypersensitivity, influenza, limb mass, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, nipple pain, ovarian haemorrhage, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, pruritus, sinus disorder, swelling, tinnitus, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2008 right ovary began to bleed after removal that caused low blood pressure and anemia. I had to have a second surgery the same day to remove the right ovary insertion details: left side- 3 coils, right side-2 coils concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : nausea, abdominal pain, back pain, bloating, headaches, fatigue,pelvic inflammatory diseases concerning the injuries reported in this case, the following one was reported via social media: blood iron decreased, nephrolithiasis, pruritus, swelling, pain in extremity, allergy to metals, allergy to metals, paraesthesia , heart rate irregular, weight increased, sinus disorder, anxiety, breast pain, nipple pain, endometriosis, influenza, toothache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cervix'), pelvic inflammatory disease ('pid'), device dislocation ('device migration') and ovarian haemorrhage ('removal of right ovary due to bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)" on (B)(6) 2017 and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included arthritis, coccyx pain, pelvic discomfort and pregnancy (on (B)(6) 1995, on (B)(6) 2008). Concurrent conditions included left lower quadrant pain, microscopic hematuria, fever, uterine bleeding, urinary urgency, chronic fatigue syndrome, mixed incontinence, malignant neoplasm of cervix uteri, abdominal tenderness, foreign body in uterus, any part, constipation, acute post hemorrhagic anemia and low blood pressure. Concomitant products included ibuprofen for arthritis as well as erythromycin (errin), ferrous sulfate, medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride, oxybutynin, oxycodone and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced migraine ("migraines / headaches/migraine"), nausea ("nausea/nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/back pain") and abdominal pain ("abdominal pain/abdominal pain"). On (B)(6) 2010, the patient experienced limb mass ("bumps on my arms"). On (B)(6) 2011, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2011, the patient experienced abdominal distension ("bloating/gi conditions") and anal incontinence ("fecal incontinence"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced tinnitus ("tinnitus"), confusional state ("confusion") and dizziness ("dizziness"). On (B)(6) 2014, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced hyperaesthesia teeth ("dental problems: teeth sensitivity/dental problems"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2016, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2017, the patient experienced mood swings ("mood swings/hormonal changes") and depression ("depression/psych injury"). On (B)(6)2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("post op bleeding") and cervical cyst ("nabothian cysts"), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pelvic pain"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("allergy nos"), headache ("headache"), nephrolithiasis ("kidney stone"), pruritus ("itching"), swelling ("swelling up"), pain in extremity ("leg pain/foot pain/heel pain"), allergy to metals ("allergic to nickel"), asthma ("asthma"), paraesthesia ("tingling feeling down my legs"), sinus disorder ("noticed my sinuses"), anxiety ("anxiety"), breast pain ("sore breast"), nipple pain ("nipple pain"), endometriosis ("endometriosis"), influenza ("felt the worst thing was I had flu"), toothache ("teeth pain") and asthenia ("low energy") and was found to have blood iron decreased ("low iron"), heart rate irregular ("irregular heartbeat") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral), oophorectomy(unilateral), hysterectomy with bilateral salpingectomy, unilateral oopherectomy and removal of right ovary). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, post procedural haemorrhage, vaginal haemorrhage, depression, limb mass, cervical cyst, nausea, vaginal discharge, vision blurred, anal incontinence, urinary incontinence, dermatitis allergic, hypersensitivity, blood iron decreased, nephrolithiasis, pruritus, swelling, pain in extremity, allergy to metals, asthma, heart rate irregular, weight increased, sinus disorder, anxiety, breast pain, nipple pain, influenza, toothache and asthenia outcome was unknown and the ovarian haemorrhage, pelvic pain, mood swings, menorrhagia, migraine, alopecia, hyperaesthesia teeth, tinnitus, confusional state, dizziness, dyspareunia, fatigue, abdominal distension, back pain, abdominal pain and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anal incontinence, anxiety, asthenia, asthma, back pain, blood iron decreased, breast pain, cervical cyst, confusional state, depression, dermatitis allergic, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, heart rate irregular, hyperaesthesia teeth, hypersensitivity, influenza, limb mass, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, nipple pain, ovarian haemorrhage, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, pruritus, sinus disorder, swelling, tinnitus, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as on (B)(6) 2008 now it is reported on (B)(6) 2008. Right ovary began to bleed after removal that caused low blood pressure and anemia. I had to have a second surgery the same day to remove the right ovary insertion details: left side- 3 coils, right side-2 coils. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : nausea, abdominal pain, back pain, bloating, headaches, fatigue,pelvic inflammatory diseases concerning the injuries reported in this case, the following one was reported via social media: blood iron decreased, nephrolithiasis, pruritus, swelling, pain in extremity, allergy to metals, allergy to metals, paraesthesia , heart rate irregular, weight increased, sinus disorder, anxiety, breast pain, nipple pain, endometriosis, influenza, toothache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: social media received- new event low iron, kidney stone, itching, swelling up, leg pain, allergic to nickel, allergy to metals, tingling feeling down my legs, irregular heartbeat, weight gain, noticed my sinuses, anxiety, sore breast, nipple pain, endometriosis, felt the worst thing was I had flu and teeth pain were added. Seriousness criteria for previously reported event pregnancy with contraceptive device and post procedural hemorrhage updated to non serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cervix'), pelvic inflammatory disease ('pid'), pregnancy with contraceptive device ('pregnancy (no complications)'), device dislocation ('device migration'), haemorrhage ('removal of right ovary due to bleeding') and post procedural haemorrhage ('post op bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)" in (B)(6) 2017 and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included arthritis, coccyx pain, pelvic discomfort and pregnancy ((B)(6) 1995, (B)(6) 2008). Concurrent conditions included left lower quadrant pain, microscopic hematuria, fever, uterine bleeding, urinary urgency, chronic fatigue syndrome, mixed incontinence, malignant neoplasm of cervix uteri, abdominal tenderness, foreign body in uterus, any part, constipation, acute post hemorrhagic anemia and low blood pressure. Concomitant products included ibuprofen for arthritis as well as erythromycin (errin), ferrous sulfate, medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride, oxybutynin, oxycodone and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches/migraine"), nausea ("nausea/nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/back pain") and abdominal pain ("abdominal pain/abdominal pain"). In (B)(6) 2010, the patient experienced limb mass ("bumps on my arms"). In (B)(6) 2011, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2011, the patient experienced abdominal distension ("bloating/gi conditions") and anal incontinence ("fecal incontinence"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced tinnitus ("tinnitus"), confusional state ("confusion") and dizziness ("dizziness"). In (B)(6) 2014, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2015, the patient experienced hyperaesthesia teeth ("dental problems: teeth sensitivity/dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue/fatigue"). In (B)(6) 2017, the patient experienced mood swings ("mood swings/hormonal changes") and depression ("depression/psych injury"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and cervical cyst ("nabothian cysts"), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pelvic pain"), device dislocation (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("allergy nos") and headache ("headache"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral), oophorectomy(unilateral), hysterectomy with bilateral salpingectomy, unilateral oopherectomy and removal of right ovary). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic inflammatory disease, pregnancy with contraceptive device, device dislocation, post procedural haemorrhage, vaginal haemorrhage, depression, limb mass, cervical cyst, nausea, vaginal discharge, vision blurred, anal incontinence, urinary incontinence, dermatitis allergic and hypersensitivity outcome was unknown and the pelvic pain, haemorrhage, mood swings, menorrhagia, migraine, alopecia, hyperaesthesia teeth, tinnitus, confusional state, dizziness, dyspareunia, fatigue, abdominal distension, back pain, abdominal pain and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, anal incontinence, back pain, cervical cyst, confusional state, depression, dermatitis allergic, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, haemorrhage, headache, hyperaesthesia teeth, hypersensitivity, limb mass, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, tinnitus, urinary incontinence, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2008. Right ovary began to bleed after removal that caused low blood pressure and anemia. I had to have a second surgery the same day to remove the right ovary insertion details: left side- 3 coils, right side-2 coils. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : nausea, abdominal pain, back pain, bloating, headaches, fatigue,pelvic inflammatory diseases . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events per pfs: device dislocation, removal of right ovary due to bleeding, allergy: rash/skin condition, allergy nos, headache were added. Outcome of mood swings, migraine, headache, removal of right ovary due to bleeding were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cervix'), pelvic inflammatory disease ('pid'), pregnancy with contraceptive device ('pregnancy (no complications)') and post procedural haemorrhage ('post op bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)" in (B)(6) 2017 and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included arthritis, coccyx pain, pelvic discomfort and pregnancy ((B)(6) 1995,(B)(6) 2008). Concurrent conditions included left lower quadrant pain, microscopic hematuria, fever, uterine bleeding, urinary urgency, chronic fatigue syndrome, mixed incontinence, malignant neoplasm of cervix uteri, abdominal tenderness, foreign body in uterus, any part, constipation, acute post hemorrhagic anemia and low blood pressure. Concomitant products included ibuprofen for arthritis as well as erythromycin (errin), ferrous sulfate, medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride, oxybutynin, oxycodone and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In february 2009, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and abdominal pain ("abdominal pain"). In march 2010, the patient experienced limb mass ("bumps on my arms"). In (B)(6) 2011, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2011, the patient experienced abdominal distension ("bloating") and anal incontinence ("fecal incontinence"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced tinnitus ("tinnitus"), confusional state ("confusion") and dizziness ("dizziness"). In (B)(6) 2014, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2015, the patient experienced hyperaesthesia teeth ("dental problems: teeth sensitivity"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced mood swings ("mood swings") and depression ("depression"). In june 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and cervical cyst ("nabothian cysts"), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic inflammatory disease, pregnancy with contraceptive device, post procedural haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, depression, limb mass, migraine, cervical cyst, nausea, dyspareunia, vaginal discharge, vision blurred, anal incontinence and urinary incontinence outcome was unknown and the alopecia, hyperaesthesia teeth, tinnitus, confusional state, dizziness, fatigue, abdominal distension, back pain, abdominal pain and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, anal incontinence, back pain, cervical cyst, confusional state, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, hyperaesthesia teeth, limb mass, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, tinnitus, urinary incontinence, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6)2008 now it is reported (B)(6) 2008. Right ovary began to bleed after removal that caused low blood pressure and anemia. I had to have a second surgery the same day to remove the right ovary insertion details: left side- 3 coils, right side-2 coils. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : nausea, abdominal pain, back pain, bloating, headaches, fatigue,pelvic inflammatory diseases quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs &mr received. Event injury nos replaced with new event mood swings. New events abnormal bleeding (vaginal, menorrhagia), depression, bumps on my arms, migraines / headaches, nabothian cysts, device expulsion, nausea, teeth sensitivity, tinnitus, confusion, dizziness, dysmenorrhoea, dyspareunia, vaginal discharge, blurred vision, fatigue, bloating, fecal incontinence, post op bleeding, hair loss, urinary incontinence, back pain, abdominal pain, pregnancy (no complications), pelvic pain, pid, plaintiff did not undergo confirmation test were added. Concomitant conditions, concomitant drugs, reporter information, patient demographics was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.